Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has twiddler's syndrome and also scratched through his skin surrounding the pocket site of his recent implant. He waited approximately a week before seeking medical attention, which led to complete infection of the pocket site. The system was explanted due to infection and the patient will receive a new system at a later date, likely on the right side. There was no report of adverse patient effects due to the explant procedure, and the products were sent to the hospital pathology lab.